Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 70.00 mg/dl, 86.00 mg/dl compared to readings of 208.00 mg/dl, 215.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event log 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was de cased and was no longer scannable following de casing. Visual inspection of the printed circuit board assembly (pcba) identified damage, including a lifted bluetooth low energy (ble) antenna, a missing application specific integrated circuit (asic), and a lifted molex connector. Due to the absence of the asic, the sensor could not be scanned on the evaluation module (evm); therefore, smu, poise voltage, and temperature testing could not be performed. The damage was determined to have occurred during de casing, was irreversible, and prevented the sensor from functioning as intended, rendering the returned sensor unsuitable for further testing. Therefore, the returned sensor is unable to be tested. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 70.00 mg/dl, 86.00 mg/dl compared to readings of 208.00 mg/dl, 215.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.